Manufacturer narrative:
Retainer = black. Customer returned pump for an alleged pump error 40 alarm/frozen display found on (B)(6) 2021. Pump was received with critical pump error (open book image) alarm during boot up then reset and working again. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No unexpected pump error 40 alarm or frozen display noted during testing. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Pump error 40 alarm found in the history files/traces on (B)(6) 2021 at 10:01 am and pump error 53 critical handling alarm on (B)(6) 2021 at 10:34 am. Pump error 53 alarm due to software error (line number 3041 file number 26). Force sensor zero offset (within / not within) specification (23.1mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay and minor scratched lcd window. Critical pump error (open book image) alarm confirmed due to pump error 40/53 alarm. Pump error 40/53 alarm due to software error. Cosmetic damage found on the keypad overlay. Frozen display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Insulin pump received motor safety circuit failed test alarm. Customer was not able to clear the alarm. The time clock was not visible on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.